Manufacturer narrative:
Report source: unknown event date. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part number: 04.038.270s, lot number: 9918173, part manufacturing date: october 27, 2015, manufacturing site: (B)(4), part expiration date: october 01, 2025. Nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 9918173 of tfna helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot 9825561 met all specifications with no issues documented that would contribute to this complaint condition. Device history review: a review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for femoral subtrochanteric fracture with the tfna in question. A week after the surgery, the locking of the nail was broken, the blade backed- it was not inserted fully, and the cut-out occurred. On (B)(6) 2019, the patient underwent removal surgery of all implants. There was no surgical delay. The patient outcome is unknown. Concomitant device reported: unknown end cap (part# unknown, lot# unknown, quantity# 1); unknown screw (part# unknown, lot# unknown, quantity# unknown). This is report 2 of 2 for (B)(4).

Event description:
Updated event description: concomitant device reported: unknown end cap (part# unknown, lot# unknown, quantity# 1); locking screw (part# 04.005.524, lot# 4l62608, quantity# 1); locking screw (part# 04.005.528, lot# 5l57417, quantity# 1). This complaint involves two (2) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: the event date is unknown in 2020. Investigation flow: device interaction/functional. Visual inspection: the tfna helical blade (p/n: 04.038.270s, lot #: 9918173) was returned and received at us cq. Upon visual inspection, it was observed that there were no defects with the returned device other than the scratches on the device likely due to the implantation and explantation which have no impact on the functionality of the device. Functional test: the functional test was performed on the returned devices. The lock prong of the tfna fem nail was broken, due to which the helical blade was not able to secure and was backed out. The tfna nail was investigated under the pi-(B)(4). Can the complaint be replicated with the returned devices? Yes. Dimensional inspection: no dimensional inspection can be performed due to no defects were identified with the returned device that has caused the complaint condition. Document/specification review based on the date of manufacture of all drawings, reflecting the current and manufactured revision were reviewed . Complaint confirmed? Yes, the device received was backed out because of the broken mating device. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the va-lcp lat dist fibula pi 2.7 le 3ho l79 (p/n: 02.118.401, lot # h771082). There is no indication that a design or manufacturing issue has caused the migration and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part number: 04.038.270s, lot number: 9918173, part manufacturing date: october 27, 2015, manufacturing site: elmira, part expiration date: october 01, 2025, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 9918173 of tfna helical blades was processed through the normal manufacturing and inspection operations with no rework or non-conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot 9825561 met all specifications with no issues documented that would contribute to this complaint condition. Device history review a review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: code 3191 used to capture medical device removal and surgical intervention. H3, h6: visual inspection: the tfna helical blade (p/n: 04.038.270s, lot #: 9918173) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that there were no defects with the returned device other than the scratches on the device which have no impact on the functionality of the device. Functional test: the functional test was performed on the returned devices. The lock prong of the tfna fem nail was broken, due to which the helical blade was not able to secure and was backed out. Can the complaint be replicated with the returned devices? Yes. Dimensional inspection: no dimensional inspection can be performed due to no defects were identified with the returned device that has caused the complaint condition. Document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed -ti tfna helical blade: 04_038_270. Complaint confirmed? Yes, the device received was backed out because of the broken mating device. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the va-lcp lat dist fibula pi 2.7 le 3ho l79 (p/n: 02.118.401, lot # h771082). There is no indication that a design or manufacturing issue has caused the migration and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: corrected data: g4: awareness date reported on follow up 1 report as december 21, 2019 but should have been january 16, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.